Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to use multiple daily injections as a backup therapy and was sent a replacement pump. Instructions on putting the pump into storage mode were provided, and the caller was advised on the steps needed upon receiving the replacement pump. The problematic pump was to be returned via ups using a pre-paid label within 10 days.